Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient coded this morning. The patient had been relatively stable since implant on (B)(6) 2025. Log file contained data from (B)(6) 2025 at 8:32:03 - (B)(6) 2025 at 9:03:52 and contained mostly low speed advisory and low flow alarm flags. The recorded set speed was 3900 revolution per minute (rpms), the recorded low speed was 5300 rpms. During this history the recorded average flow values were 0 lpms. There were also some (f65) flow_estimation_is_invalid flags recorded. Flow_estimation_is_invalid events occurred when the lvad speed was less than 4000 rpms and average pi was greater than or equal to 9.0. Additional log files showed that on (B)(6) 2025 at 7:40:49, a reduction in the recorded average flow value was recorded at 2.0 lpms, a low flow alarm flag was recorded at this time. There were several speed setting adjustments made over the next 5 minutes however recorded flow values remained very low, 0.7 - 2.0 lpms. The system continued to maintain pump speed until a driveline disconnect event was recorded at (B)(6) 2025 at 7:50:32. A shutdown_sequence_started event was recorded at (B)(6) 2025 at 8:04:34. This was likely done at the time of the system controller exchange. The patient's backup system controller became their new primary system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms associated with a decrease in flow to 0 liters per minute (lpm); however, a specific cause for the alarms and observed decrease in flow could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 20mar2025 through (B)(6) 2025. A sustained low flow hazard alarm was captured on (B)(6) 2025 beginning at 07:40:49 due to the estimated flow decreasing to 0.4 liters lpm from a range of 3.5-5.3 lpm. Of note, the low flow events were associated with elevated pulsatility index values. Beginning at 07:50:11 on (B)(6) 2025, the white power cable, driveline, and black power cable were disconnected, resulting in power cable disconnect, driveline disconnect, left ventricular assist device (lvad) off, and no external power alarms. These events appeared consistent with the reported system controller exchange. Following the system controller exchange, the estimated flow was captured at 0 lpm for the entirely of the second submitted system controller event log file, which resulted in a continuous low flow hazard alarm. The decrease in flow was accompanied by a decrease in pump power. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed despite the decrease in flows. It was reported that the patient was relatively stable since implant but coded on the reported event date of (B)(6) 2025. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information regarding the event was provided by the account. It was communicated, however, that the patient¿s back up system controller became his new primary system controller at the time of the reported controller exchange. The account also communicated that this controller exchange occurred to rule out device malfunction. The patient is reportedly in stable condition. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pi. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.